Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device does not show structural anomalies. To test its functionality, the device was connected to a test generator, one of the ablate buttons could not be pressed easily, force had to be applied. All other buttons worked as intended. No error messages were displayed. The device was sent to the supplier for further investigation. The supplier performed a manufacturing investigation and shared the following results: 1) visual inspection revealed the active tip in used condition and some procedural debris inside of the suction holes. No other cosmetic anomalies were noted on the device components (handle, cable and plug assembly); 2) the device passed both, electrical and functional tests, however, there were issues recorded with sw2 ablate button during activation, where occasionally, sw2 button could not be pressed easily and force had to be applied. No buttons being stuck were recorded. The customer complaint can be substantiated; 3) it was found that the fault is consistent with that which is referenced in supplier CAPA, relating to inconsistencies in the conformal coating, which should cover all conducting surfaces on the rear of the connector board. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue.¿ based on the information currently available, the potential cause for the foreign matter observed can be traced to improper handling/care of the device. Furthermore, for the button failure, a product issue was identified during the investigation of the sample received and attributed to a manufacturing error. This product issue will be addressed through the supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot => a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Photo investigation: a photo was provided for evaluation. Visual inspection of the returned photo found that the generator is displaying an error code 600. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in order to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the vapr tripolar 90 suction elect device did not function, the electrode could not be used normally and kept alarming. Another device was used to complete the surgery. There were no reports of delays to a surgical procedure. During in-house engineering evaluation, it was determined that the device operated intermittently and had foreign debris. The device also failed pretests for check function in running mode and check the oscillation frequency with frequency meter. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.